Manufacturer narrative:
Additional information : explant was reported due to insufficiency, stenosis and calcification. The investigation found that there was thrombus on the outflow of all three cusps, which limited the mobility of the cusps. All three cusps also contained fibrous pannus ingrowth on the inflow surface. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The insufficiency and stenosis reported could be due to the thrombus and pannus limiting the mobility of the cusps.

Event description:
On (B)(6) 2018 a 25mm epic aortic valve and a 31mm mitral valve (serial #: 180336624) were successfully implanted without complications. In (B)(6) 2019 the patient started experiencing functional impairment. In (B)(6) 2019 (15 months after implant), echocardiography showed insufficiency in the epic valve. On (B)(6) 2019 the epic valve was explanted due to calcification and a 23mm trifecta valve (serial #: 17426666) was successfully implanted. Upon explant, the surgeon observed stiffness in th(B)(4) e leaflets and thickening at the base of the leaflet, which limited mobility and further caused stenosis. No patient consequences were reported and the patient is stable.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 25mm epic aortic valve and a 31mm mitral valve (serial #: (B)(4)) were successfully implanted without complications. In (B)(6) 2019 (15 months after implant), echocardiography showed insufficiency in the epic valve. On (B)(6) 2019, the epic valve was explanted due to calcification and a 23mm trifecta valve (serial #: (B)(4)) was successfully implanted. No patient consequences were reported and the patient is stable.